Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a guidewire. During the procedure, the physician completed one pass in the target vessel using the velocity and decided to remove the velocity to flush. Upon removal, the device was found broken approximately 6 inches from the proximal hub. Therefore, the velocity was removed and not used for the remainder of the procedure. The procedure was completed using a second velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed the reported complaint. Evaluation revealed a fracture on the proximal shaft, and the coil winds were unraveled. If the device is retracted against resistance or is otherwise mishandled at extreme angles during retraction, damage such as a fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.